Event description:
The customer reported to olympus, during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover slid off into the patient when exiting the trocar of the olympus endoscope at the end of the procedure. The customer stated the surgical team removed the distal cover from an unspecified location in the patient. The customer stated there was no procedural delay and the same endoscope and distal cover were used to complete the procedure successfully. The customer reported the distal cover and endoscope were inspected prior to use and found to be in normal working condition. The distal cover was pulled and twisted to confirm it was securely attached to the endoscope. No anti-fog agents were applied to the endoscope lens. An additional in-service training will be provided to the staff. This event includes 2 reports: patient identifier (B)(6) is for the distal cover. Patient identifier (B)(6) endoscope. This report is 2 of 2.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA: 200735. Correction to h6 component and problem codes. The customer admitted they do not push the appropriate part of the distal cover to attach it in the correct direction. They pull and twist the cover to check that it is firmly attached. It was reported that the facility currently uses the old design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: 1. The facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. 2. The facility carefully reviewed and followed the instructions for use (IFU). (Instructed the personnel to read the instruction manual.) 3. The facility educated or continuously educated its personnel about handling methods. 4. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) 5. The facility used care when attaching the distal cover, so that it does not crack. Per the facility, in-service training has been conducted with all staff members.

Event description:
Additional information received from the customer: additional information received from the customer: the customer reported the distal cover fell into the patient's peritoneum. The customer reported the entrance point for the endoscope was the trocar, site not specified. The trocar was being used because the surgery was a dual endoscopy/surgical case because of the patient's history and it is not common practice to use a trocar at their facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer, the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to massive stress apply to the cover toward the direction detaching the cover. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.